Event description:
The customer contact reported loss of suction. It was reported that during testing of the device when suction was applied, cracks were noted on the lid of the liner; subsequently, loss of suction was noted. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. (B) (4). (B) (4).